Event description:
It was reported by the rep the device was used during a laparoscopic bilateral salpingo-oophorectomy. It was reported when the surgeon placed the device jaws on the tissue and was ready to fire, the surgeon could not fire the device. The staff opened another device and the second device fired seven times correctly. No adverse patient outcome occurred. No additional time was lost. The surgeon stated that the one seal reducer cap was torn. They replaced it. There was no consequence to the patient.